Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. The lot code for the recharge base is dd0116l1, the lot code for the brush handle is df0117l1 and the lot code for the brush head is 93311a. (B)(4). The recharge base was manufactured on april 26, 2010, the brush handle was manufactured on april 27, 2010 and the brush head was manufactured on november 27, 2009.

Event description:
Consumer reports that "a housekeeper found the spinbrush base had burnt. There is a hole on the left side of the base and black all over the walls. The wiring in the back looks fine but it definitely burned."